Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted and therefore not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge portion of a pcb00 22.5 preloaded device was noticed cracked at the tip when removing from the packaging. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 02/05/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The pcb00 device was observed under microscope; the plunger was observed in advanced position, viscoelastic residues were not observed inside the device (dfu states to completely fill the viewing window with ovd), the lens was observed stuck between the cartridge tip and tube with the pushrod adhered to the lens. Both haptics were observed unfolded inside the cartridge. A stress mark was observed in the cartridge tube. This condition could be caused by the stuck lens. No cartridge cracks or tip deformed was observed. The complaint was not verified in the sample received however a stress mark was observed in the cartridge. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints was conducted for this production order, results revealed that one other complaint has been received. Investigation was reviewed and is related to damaged component therefore is not related to this complaint. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.